Event description:
The manufacturer received information alleging an issue related to a (CPAP) device, the patient informed about visualizing particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles,patient says tub filled with water while sleeping scared could drown. There was no report of serious or permanent harm or injury. The device was evaluated. There was insect contamination in the device.unit scrapped. Section d7,d9 and h2,h3 has been updated in this report. Section h6 and h10 has been updated in this report.